Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted concomitant medical products: item number: unknown, item name: unknown cup, lot #: unknown. Item number: unknown, item name: unknown liner, lot #: unknown. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03473, 0001822565-2018-03475. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing pain and difficulty ambulating for approximately three years. Patient underwent hip arthroplasty approximately seven years ago. Attempts have been made and no additional information is available.

Manufacturer narrative:
Reported event was confirmed by review of medical records. It was confirmed in one physical therapy assessment that the left leg was longer than the right leg. An x-ray review showed the left acetabular cup to be slightly higher than the right hip, however, it was factored in that there was pelvic tilt with the left iliac crest higher than the right. It was determined that the shell was not beyond normal variation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Item number:00801803202, item name: femoral head, lot #: 61855279 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was found to have a leg length discrepancy approximately 6 years post-implantation. Attempts have been made and no additional information is available.